Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-01399 and 3005099803-2012-01400. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were attempted to be implanted within the trachea and left main bronchus on (B)(6), 2012 during a stent placement procedure. According to the complainant, the indication for the procedure was a stenosis in both the trachea and left main bronchus. The physician intended on implanting two metal stents to treat the strictures. No visible issues were noted to the devices. During the procedure, an ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-01400) was deployed within the trachea. Subsequently, a second ultraflex tracheobronchial stent (manufacturer report # 3005099803-2012-01399) was attempted to be deployed within the left main bronchus; however, resistance was met as the physician pulled on the suture and the stent could only be deployed half way. The physician had to remove the partially deployed stent from the patient. Reportedly, as the physician removed the stent, it became stuck on the first stent (manufacturer report # 3005099803-2012-01400), and dislodged the first stent proximally within the trachea. As a result, the physician had to remove both stents from the patient. The procedure was completed with one ultraflex tracheobronchial stent that was implanted within the trachea, as there was no other stent available that was a suitable size for the bronchus. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
(B)(4):preliminary investigation results revealed that only the packaging and label were received for analysis. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.